Manufacturer narrative:
The pump passed a self test and unexpected restart error alarm test. No unexpected restart error alarm was noted. The pump passed the rewind, basic occlusion, occlusion, prime, excessive no delivery or displacement tests. The pump had minor scratches on the lcd window, a cracked case near the display window corners, cracked battery tube threads, and a cracked reservoir tube lip. The pump was also received with high operating currents due to a corroded battery tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm unexpected restart. Customer's blood glucose at time of incident was 121 mg/dl. The customer stated the alarm happened during normal use. Customer reported there are several unexpected restart alarms during normal use. The customer was advised that we are sending replacement pump. The customer was asked verbally and in written form to return broken pump for analysis.